Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset, and the battery measurement was not available. Battery voltage was not available due to bit flip in battery trend data. Multiple single bit errors were recorded, likely due to radiation.

Event description:
It was reported that the implantable pulse generator (ipg) displayed question marks for the longevity estimation although the battery was good. A bit flip had occurred. It was noted that the patient had received radiation therapy. The bit flip was corrected and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).